Event description:
It was reported that the patient experienced bradycardia. It was also reported that the implantable pulse generator (ipg) exhibited difficulty interrogating and the ipg exhibited no pacing spikes, suggesting that the ipg is at end of life (eol). The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.